Event description:
Dealer called stating that when the consumer went to charge the batteries for his tdxsp-mcg power chair he allegedly noticed smoke after approximately 5 - 10 minutes. Consumer unplugged the charger and called dealer. No injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the charger for the tdxsp-mcg power chair allegedly started to smoke after being plugged in for approximately 5 - 10 minutes. The consumer immediately unplugged the device. The consumer was using an older charger from another power chair and his tdxsp-mcg unit is charging fine. No malfunction with the actual power chair, just the charger. The dealer was to visit the consumer and replace the charger. The damaged charger is to be returned to invacare for an inspection / evaluation. No injury. The malfunction has not been confirmed.